Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with the infusion set adhesive on (B)(6) 2024. No further information available.